Manufacturer narrative:
Summarized patient outcomes/complications of perioperative and long-term outcomes of ross versus mechanical aortic valve replacement were reported in a research article in a subject population with multiple co-morbidities including obesity, smoking, hypertension, hyperlipidemia, diabetes mellitus, atrial fibrillation, atrial flutter, transient ischemic attack, stroke, peripheral vascular disease, chronic obstructive pulmonary disease, and prior cardiac intervention. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. B3: event date is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: article titled "perioperative and long-term outcomes of ross versus mechanical aortic valve replacement".

Event description:
N/a.

Event description:
The article, "perioperative and long-term outcomes of ross versus mechanical aortic valve replacement", was reviewed. The article presented a retrospective, single center study to compare both perioperative and long-term outcomes of the ross procedure compared to mechanical aortic valve replacement (mavr) in young and middle-age adults. Devices included in the study were unknown st. Jude mechanical aortic valve and other unknown valves. The article concluded that in this mid-term propensity score-matched analysis, the ross procedure offers similar perioperative outcomes, freedom from reintervention or valve dysfunction as well as overall survival compared to traditional mavr but without the morbidity associated with long-term anticoagulation. At specialized centers with sufficient expertise, the ross procedure should be strongly considered in select patients requiring aortic valve replacement. [The primary and corresponding author was chelsea wenos, division of thoracic and cardiovascular surgery, indiana university school of medicine, indianapolis, in, USA, with corresponding email: chelsea.wenos@unmc.edu]. The time frame of the study was from january 2000 to december 2016. A total of 64 patients were included in the study. Of the 32 patients who underwent mavr, 66% of patients received an abbott device. The average age was 37.1 years and the majority gender was male. Comorbidities included obesity, smoking, hypertension, hyperlipidemia, diabetes mellitus, atrial fibrillation, atrial flutter, transient ischemic attack, stroke, peripheral vascular disease, chronic obstructive pulmonary disease, and prior cardiac intervention.

Manufacturer narrative:
B3: event date is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: article titled "perioperative and long-term outcomes of ross versus mechanical aortic valve replacement." Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.